Manufacturer narrative:
Concomitant medical products: product ID: 37791, serial# unknown, product type: recharger. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the implant was taking too long to charge and there was poor coupling. The patient stated that they were implanted in 2015 and in 2017, they had to move the implant down further. The patient stated that ever since then, it took hours to charge and they had to charge every day. It was stated that the device was driving the patient nuts. The patient stated that they tried using the antenna but it did not help. It was stated that they moved the implant down because it was starting to hurt their back because it was too high and moved down in the buttocks area more. The patient stated that the revision occurred in (B)(6) 2017 and they always had problems with their battery charger. The patient stated they maybe only received a good charge when they stood up straight. It was noted that the patient had seen a manufacturer representative (rep) in the past year but was unsure what the appointment was for. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Pt called back to confirm that the replacement antenna resolved the recharge coupling issue. Pt saw "102" on the al feature and had full coupling; the antenna resolved the issue. No further complications were reported. Additional information was received from the patient. It was reported that the revision occurred on (B)(6) 2017. The patient stated that every time they put the charger on the battey, it would hurt alot. It was stated that they decided the best thing to do was to move the ins into their lower bottom area. The patient was unsure of their weight but reported an approximate weight. No further complications were reported.

Manufacturer narrative:
Patient code (B)(4) was added and (B)(4) no longer applies. If information is provided in the future, a supplemental report will be issued.